Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at an unknown date/time, the ceramic insulation at the distal end of the resection sheath broke. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in france (returned to the rrc on 2022/11/22). The evaluation at the rrc confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. The cause of this damage is most likely thermo-mechanical fatigue and/or mechanical overload, possibly as a result of excessive force such as impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. The evaluation also found the sealing ring to be damaged. This issue was caused by frequent use and poor maintenance. Thus, it can be attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.